Event description:
Reporter indicated that vns patient was explanted due to wound dehiscence, infection and an increase in seizures. It was reported that the patient's incisions never healed properly and that the patient's family member believed that the patient had more seizures after being implanted with the vns. Treating physician indicated that patient had a stitch abscess five months before explant. Local debridement was performed. The patient reportedly developed an infection and was later explanted. The patient's family member indicated that the infection started in the neck and ended up in the chest area as well.